Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. For the report of stopped cutting, during procedure. The returned sample was visually inspected and was found non-conforming with orange/brown foreign material on the port face, welded cap, and along the needle and the inner cutter in the port of the needle. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe was unable to be tested, due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. Presence of adhesive was observed on the extension. Gouge marks were observed, at a couple locations along the inner cutter. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated, that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested. However, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure was the separation of components within the probe. It appears, that toward the beginning of use in surgery, the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed. And additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported probe stopped cutting. Aspiration was unknown. The probe was replaced and the procedure was completed. There was no patient harm.